Manufacturer narrative:
There is a 4-5 mm piece of the metal loop missing. There is charring residue on the broken end of the loop wire as well as at the junction of the loop wire and insulation arms. The insulation appears slightly deformed as if they melted. It appears that this electrode arched, causing a small part of the wire loop to break off into the pt. There are some discolorations on the metal shaft and rust like discolorations on the instrument guide which may be a result of cleaning and sterilization which would be an indication of reuse; this is a single use item.